Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after the surgeon fired 1cm, the device stopped. The surgeon said the tissue was not thick. The surgeon pushed the blue button, however the device did not work at all. The device was replaced and, although the speed was not consistence, the procedure was completed. There was no patient injury.